Manufacturer narrative:
Visual inspection confirmed that the abutment screw fractured along the thread. In addition, damage to the hex portion of the screw, debris in the threads, and scratch marks on the external surface were observed. A review of the product¿s history did not provide any indication of a manufacturing deviation that would contribute to this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The doctor reported the abutment screws fractured.